Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient reported effective therapy post-operative and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported no longer receiving stimulation and being unable to establish communication between her scs ipg and external devices. As a result, the scs ipg was explanted and replaced with a different model.